Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that multiple samples were repeat (B)(6) with prism hiv o plus lot 56123m500. Further testing with generated negative or indeterminate results. Testing with eia (B)(6) generated negative results. In addition nat testing was performed and negative results were generated for all samples. Sample ID, initial / repeat(s/co): (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
Returns from the customer site are unavailable. Therefore, a clinical specificity protocol was run against the prism metrics database for the lot 56123m500. The initial reactive rates and the repeat reactive rates for this lot were less than the assay package insert claims of 0.13% and 0.12%. Acceptance criteria were met, indicating acceptable performance of this reagent lot. The abbott prism (B)(6) o plus assay package insert contains information to address the current customer issue. An adverse trend was identified due to an increase in complaint activity for increased reactive rates with the abbott prism (B)(6) o plus, list number 3l68. However, as the reactive rates were, and continue to be within package insert claims, this does not represent a product deficiency or malfunction of the abbott prism (B)(6) o plus assay. No additional issues were identified.